Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested and the following was obtained: did the malformed clips fall off the vessel? If yes, did they fall into the patient? I cannot answer any of these questions.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy, spitting of clips and some of the clips that were not spit were malformed on the vessel. They continued to use the device and the case was completed with no patient consequences.